Event description:
It was reported that the physician experienced difficulty during catheter placement into the pt's internal jugular. When the physician broke the smartseal peel away sheath on the cannon dialysis catheter the proximal end of the sheath detached from the valve. As a result, the physician used a hemostat to pull the detached sheath from the insertion site leaving the catheter in place. They do not know if there was a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.